Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip (00417u192) was prepared per the instructions for use (IFU) and was inserted into the anatomy. The leaflets were grasped, but when testing the final arm angle (faa), the clip opened. Troubleshooting was performed, but the clip continued to open while testing the faa. Therefore, the physician decided to remove the clip and replaced it. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported clip open while establishing final arm angle (efaa) was confirmed via returned device analysis. Additionally, a harness jam was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. The reported clip opening during efaa and harness jam appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.na